Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error alarm. During troubleshooting, customer was able to clear alarm and rewind insulin pump. Customer was asked to perform a fill cannula, but it was not recorded in daily history and customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 134 mg/dl. Insulin pump is expected to return.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures confirmed in the pump history due to broken traces on keypad assembly.